Event description:
A complainant reported that there was an automated impella controller failure during prep. A backup controller was successfully used. The impella cp was running without any problems. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.